Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an unrelated medical procedure, review of this cardiac resynchronization therapy pacemaker (crt-p) revealed noise with oversensing and pacing inhibition from the time of procedure. The pacing inhibition was greater than two seconds, however it was unclear whether there was asystole due to the noise on the electrogram (egm). It was noted that automatic pace threshold test episodes stored in configured collection period were successful, and the presenting egm shows device was operating as programmed. This device remains in service. No adverse patient effects were reported.